Event description:
MFR changed batteries because original one had memory which made it difficult for users to use pump on ac and then for transport since batteries did not fully discharge thus allowing for a full recharge. New batteries supposedly correct this problem although co documentation does not specifically say why the change was made on if it related to the application stated above. It seems to rptr that co is creating a hazardous situation by not offering the non batteries as part of a recall since an institution could potentially have two battery systems which affect the operation quite differently. Facility is concerned about the way customers were or were not notified of change.